Event description:
Patient representative reported "increased risk of developing alcl, fear of developing alcl, testing and evaluation for alcl, subcellular changes, capsular contracture grade unknown, pain, inflammation, infection, significant scarring, disfigurement, itching, burning sensation, anxiety". Also reported "insomnia, significant weight loss, irritable bowel, chronic headaches, chronic gi upset, aggravation of underlying conditions" which is deemed not related to the device. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
The events of infection and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and capsular contracture grade unknown.